Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While attempting to gain arterial access using the guidewire, it was noted that the artery was occluded with plague. When the surgeon attempted to withdraw the guidewire, it appeared to have become hooked on the plague, causing the guidewire to stretch. In the process, the outer coating of the guidewire became dislodged, and a fragment of the coating remained within the vessel.

Manufacturer narrative:
The picture of the guidewire that was provided appears to be a different guidewire than what was returned. The guidewire in the picture appears stretched and the end of the wire is unraveled. A visual evaluation of the 0.018" guidewire that was returned for evaluation revealed no obvious defects. All relative measurements were taken and reveal the device is within specification. Both ends of the wire were viewed under magnification. The "floppy" end of the wire is wrapped in an outer coil, which is intact, as is the ball tip holding the coil in place. No problem was found with the returned device. Without an evaluation of the device involved in the incident no root cause evaluation can be performed. The information provided indicated the patient's vein contained plaque and that the outer coating of the guidewire detached and remained in the patient. The guidewire in this complaint does not contain an outer coating of any kind. It is possible it was plaque that was dislodged when inserted into the vein. The instructions for use (IFU) contain the following warnings: *do not advance the guidewire against resistance until the cause of the resistance has been determined. *do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath dilator and guidewire must be removed together. *do not proceed if resistance is felt or interaction between components is failing.